Manufacturer narrative:
(B)(4): the customer reported that the device did not display an ECG waveform via pads. There was no report of negative patient impact. A philips field service engineer evaluated the device and could not duplicate the reported symptom. Philips quality investigators reviewed the electronic event file. The device was behaving as designed and expected. There was no malfunction. This was a user misunderstanding regarding use of the lead select button to display available waveforms on the mrx screen.

Event description:
The customer reported that the device did not display an ECG waveform via pads. There was no report of negative patient impact.